Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had notified her managing physician about the issues. The patient thought she started experiencing back pain (B)(6) and took a back fall down 12 steps on her back on (B)(6) (illegible). The circumstance that led to the issues included the patient having drop attacks, where her leg would go ¿dumb¿ and she would have trouble walking and could fall. The patient had to go to the hospital but she did not break anything. But with her bad back she really had trouble and her family doctor said that he thought a stimulator in the back would help. The patient did not know if the device moved, but had to turn it down and it did not help like it did at a higher number.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had a loss or change of therapy; the patient reported their husband was helping them out of their truck when their legs collapsed and they fell backwards and landed on the concrete step on (B)(6) 2016. The patient stated they thought the implantable neurostimulator (ins) moved, was now going to the bathroom a lot and had trouble walking. The patient did not feel stimulation and the therapy was confirmed to be off, and once the therapy had been turned on the situation was not resolved. The patient reported feeling the stimulation in the wrong location, higher on the right buttock. The patient decided to turn the stim off again and would follow up with their healthcare provider (hcp). The patient mentioned another fall on (B)(6) 2016, went to the ER as they were in a lot of back pain and received shots but they were not helping. The patient stated their back pain worsened after the fall and their right leg went crazy. The patient was unclear when asked if their back pain was related to the device or therapy, and stated they had back pain for years but it had worsened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.